Event description:
Intuitive surgical, inc (isi) became aware of a journal of medical investigation article titled, ¿a case of well leg compartment syndrome after robot-assisted laparoscopic prostatectomy: with review¿ (endo y, akatsukaa et al., 2021). This article discusses a case involving a patient who underwent a robotic-assisted laparoscopic prostatectomy (ralp) procedure and experienced a complication. Within the journal article, the following post-operative complication was noted: after undergoing a da vinci-assisted prostatectomy, the 75-year-old male patient immediately complained of pain and numbness after surgery. The patient reportedly experienced increased pressure of the four leg compartments. The patient was diagnosed with well leg compartment syndrome (wlcs) in his right leg. As a result, an emergency fasciotomy was performed. Per the article, the patient completely recovered with no permanent disability and was discharged one month after rehabilitation. On 04-jun-2022, intuitive surgical, inc (isi) received additional information about the clinical literature article from the corresponding author. The corresponding author was present during the event. The corresponding author believes that the cause of the wlcs is due to various factors. The corresponding author indicated "time and position is the cause" and explained that "the lower limbs continue to be under pressure when the head is low, and the surgery is performed for a long hours." The patient in this case reportedly had "muscle bulge, less fat, and less cushion, which may have contributed to one factor." Furthermore, the corresponding author indicated that body positioning is a contributing factor to surgical outcomes. The corresponding author confirmed that there is no allegation that a malfunction of a da vinci system/instrument/accessory caused or contributed to the operative complication. The da vinci system, instruments, and accessories were inspected prior to use and no damage or anything out of the ordinary was noted. The patient did not experience any intra-operative complications. Per the corresponding author, "the patient's lower limbs were damaged, so it might affect walking, but this time there is no problem." Additionally, the corresponding author indicated, "due to skin grafting, the cosmetic results are not excellent." Currently, the patient is continuing post-operative follow up. The patient can walk without any problems, and no other events occurred. The author reported that the procedure was performed on a da vinci si surgical system. Patient demographic information or images/videos were not provided.

Manufacturer narrative:
Based on the current information provided, the root causes of the patient's reported post-operative complication cannot be determined or are unknown. However, the corresponding author indicated that the patient's anatomy and body positioning may have been contributing factors to the wlcs. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument details. This complaint is being reported due to the following conclusion: within the article titled, ¿a case of well leg compartment syndrome after robot-assisted laparoscopic prostatectomy: with review,¿ it is noted that a patient experienced a post-operative wlcs after undergoing a da vinci-assisted prostatectomy procedure. As a result, the patient underwent an emergency fasciotomy and completely recovered with early diagnosis and intervention. Although the corresponding author indicated that the patient's anatomy and body positioning may have been contributing factors to the wlcs, the cause of the post-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.